Event description:
Procedure type: unk. According to the reporter: a plastic piece detached from the expandable sleeve and was found in the abdomen. The surgeon also mentioned difficulty in inserting the trocar inside the sleeve. No patient injury was reported. No further details could be obtained.

Manufacturer narrative:
.